Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the reported failure. While testing the battery test failed. To fix the issue, the fse replaced the batteries. The unit passed all test to specification. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported during in-service training, that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.